Manufacturer narrative:
A ge service representative performed an investigation. Identified the need to replace the ps3 power supply. Power supply replaced, the system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the column lift on the 9800 system was not moving. The original report stated no boot, however, the actual condition was the column lift. There was no report of patient injury.